Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 46 (software error) error message was not observed during functional testing. However, the root cause could not be determined as archive was unable to be downloaded due to damaged processor board. Unable to confirm reported complaint. Upon visual inspection no physical damage was observed. During functional testing, the platform revealed a system error, out of service, revert to manual CPR message due to damaged processor board and (ua) 17 (max motor on time exceeded) error message due to the brake gap was out of specification. The platform was also observed intermittent flickering of the lcd. Root cause for these observations was likely due to wear and tear due to age of the platform. These observation are not related to the reported event. The autopulse platform is a reusable device and was manufactured in 24 march 2012 and is 7 years old, passed the expected service life of five years. Unable to download archive due to damaged processor board not related to the reported complaint. Upon customer approval, the processor board and drive train motor will be replaced and the device will be further tested to full specification.

Event description:
During functional check in the hospital, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 46 (software error) error message upon powering on. User was unable to clear the ua46. No patient involvement.